Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at the center for eval. Testing performed confirmed that the device was not functioning. The pt's c1 device was explanted.